Event description:
The nurse reported that she was working with an arterial line and the vamp tubing (which was 26 hours old). As she pulled the "pig tail" to flush the art line, it pulled right off. Unfortunately, the pig tail portion was discarded.